Manufacturer narrative:
Lot no. - unknown as information was not provided by reporter. Catalog no. -unknown as information was not provided by reporter. Expiration date-unknown as information was not provided by reporter. Unknown as lot no. Was not provided by reporter. Unknown as lot no. Was not provided by reporter. Unknown as lot number was not provided by reporter. (B)(4). The investigation is in progress.

Event description:
Filter retrieval in operating room was unsuccessful. Referred to intervention radiology where the hook and the filter apex embedded in the wall of inferior vena cava. Unable to snare hook. Loop-snare technique used although the filter was adherent to the inferior vena cava wall requiring extreme force to collapse and wall of inferior vena cava torn. Extravasation self-limited. Per the area rep: the filter is out. The doctor has had problems with the celect filter before, and did not like the fact that a part of the ivc came out with the filter. The patient required hospitalization overnight for pain control and observation for further bleeding from inferior vena cava. The patient is doing fine.